Manufacturer narrative:
Date sent to the FDA: 4/20/2021 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿numerous adhesions from the small bowel to the mesh.¿ it was reported that the patient experienced adhesions and intractable abdominal pain. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 04/13/2021.

Manufacturer narrative:
Date sent to the FDA: 11/21/2024. Additional b5 narrative: it was reported that on (B)(6) 2016 patient underwent laparoscopy, lysis of adhesions, open repair of recurrent incarcerated ventral incisional hernia and a prolene mesh was implanted. No new additional informations can be added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.